Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change when an interrogation revealed the atrial lead was exhibiting high capture thresholds and over-sensing. During the implant procedure, a fluoroscopy revealed the lead had dislodged. Lead was capped during the same procedure. Patient was stable after the procedure.